Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a warning power on reset (por) error code. The therapy had stopped due to the por. The por was not related to an overdischarge event. It was unknown if there was any recent medical test or electromagnetic environmental exposure. The implantable neurostimulator recharger (insr) was charging and there was a power outage and since then the patient had seen the por. This por could not be cleared by the patient and the patient was redirected to the healthcare provider (hcp) to have the device interrogated. Relevant medical history included chronic low back pain and spinal pain.